Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 57.0 and 68.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. Conclusions: evaluation of the returned device confirmed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the mid-joint is retracted proximal to the friction lock, it may cause difficulty during use. This type of damage inadvertently occurred due to improper handling during preparation for the procedure, as was mentioned in the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the radiology technician inadvertently pulled a ruby coil out of its introducer sheath prior to insertion into the microcatheter. The ruby coil was unsheathed prior to use and therefore, was not used in the procedure. The procedure was completed using additional ruby coils.